Manufacturer narrative:
The problem may be caused by an inappropriate usage. While encountering to dense bone, the surgeon should use the tibial peg drill to make four pilot holes before positioning the tibial tower onto the tibial baseplate trial, otherwise the device breakage might happened. On the other hands, the device manufacturing manner of the spike part has been revised from one-piece machining to welding to further enhance the device strength.

Event description:
After completing his tibial keel punch, the surgeon removed the 3-5 tibial tower from the tibia. After inspecting the tower, it was noted one of the tower fixation spikes had broken and remained in tibial plateau. A kocher clamp was used to remove the broken spike. There was a 1-minute delay in the case, the patient was unaffected, and the case was completed successfully.